Event description:
The hospital reported the water bag pressurized and the pt got a stream of water in the nose. There was no intervention or harm to the pt. The disposable pt circuit air vent may not have released enough air causing the water bag to inflate. The excess air pressure in the water bag may have contributed to some water traveling down the delivery tube. Although the pt was not harmed and the operating instructions may not have been followed, vapotherm is taking a conservative approach to its MDR filing responsibilities by reporting this incident.

Manufacturer narrative:
A disposable pt circuit.